Manufacturer narrative:
Corrected data. This is to correct the initial submission section b3 date of event states (B)(6) 2023 but should have been (B)(6) 2023. The section below has been updated in this filing: section b3 date of event: (B)(6) 2023 all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Patient information: information unknown/asku. If implanted, give date: not applicable as the iol was removed and replaced during the same procedure. If explanted, give date: not applicable as the iol was removed and replaced during the same procedure. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens (iol) broke as the doctor inserted it into the eye. The iol was removed and replaced with a different model, a symfony lens. Reportedly, there was no capsule tear, vitrectomy and no sutures. The suspect product was discarded by the customer. No further information was provided.